Event description:
Code team attempted to use the lifepack defibrillator to restore a pt's heartbeat. When the physician could not get the machine to work on the first try, another defibrillator was immediately employed. Pt's heartbeat was never successfully restored. Eval by bimomed engineering raised the question of whether device was in the synch mode when use was attempteddevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.